Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305211. Batch # 3158854. It was reported by customer that an object is floating in the medication vial and wants to investigate if their processing of the filter needle could have caused the shedding of rubber particles into the vial, when the filter needle was used on the stopper. Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2024, the supply chain specialist phoned medical information to report the following event and request replacement for 1 eylea hd vial. As per the hcp: "contaminated. Object floating in the medication vial." The hcp did not have any further details on the issue with the pfs and could not provide answers for the rest of the questionnaire. The hcp attempted to inspected the syringe for the contamination but was unable to locate or describe the floating object. The hcp reported that the patient did not miss a dose due to the even. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4) follow up: it was reported the filter needle could have caused the shedding of rubber particles into the vial. As a needle was not returned for investigation, a through sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a vial with a dark-colored triangle shaped particle at the bottom of it. No other information could be obtained from the photo. A device history record review was completed for provided material number 305211, lot 3158854. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical needle sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.